Event description:
On (B)(6) 2012, the reporter contacted animas stating that the pump was powering on and off after changing out the battery. The patient and the pump were reportedly unavailable to troubleshoot the pump. It was noted that when the patient tried replacing the battery several times and the issue was not resolved. The patient denied damage to the battery compartment and battery cap and denied that the pump was exposed to moisture. The battery cap reportedly secured tightly to the pump with no visible yellow o-ring. It was noted that the battery cap was never replaced. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged intermittent power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap and battery compartment were not damaged. The battery cap was able to fully tighten. The battery height and width are within specifications. The pump boots with vibratory and audible sounds. A review of the black box shows no reboots occurring during the recorded dates. The pump was exercised for 24 hrs with no reboots being duplicated; the pump was opened and no intermittent connections were observed to the power flex, terminals, or pcb assy no defect was found; unable to reproduce or duplicate the complaint. Unrelated to this complaint the display lens was found to be scratched and the keypad symbols were worn, which have no effect on insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.